Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 33mm watchman laa closure device was implanted. The procedural act was 315. The procedure was uneventful and no effusion was appreciated at the final check for effusion during the procedure. Two hours post-procedure, the patient had acute chest pain and a pericardial effusion was noted. A pericardial drain was placed and 1.5 l of fluid was drained. The patient was discharged on (B)(6) 2020. The 45-day follow-up tee showed good device placement and no pericardial effusion.